Manufacturer narrative:
The damage found was sustained during the surgical procedure. The lead was otherwise normal.

Event description:
It was reported patient presented in clinic when it was noted that the left ventricular lead was dislodged. Diagnostic imaging was performed. The lead was explanted and replaced. Patient was stable before, during, and after the procedure.